Event description:
It was reported that the pins in the ring of a 1.5mm coupler - 6/bx were loose. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Signs of use (dried blood) were visible on the coupler rings and the jaw assembly. A visual inspection was performed and the left ring in the jaw assembly appeared to have a bent pin on the ring; however, the pins did not move when pushed on using a forceps. The reported condition of loose pins was not verified, however, a bent pin was verified. The cause of the condition could not be determined. Signs of use on the returned product suggest that it was attempted to be used in a surgical process. The pins are delicate and can be damaged or bent in preparation for or during a surgical process. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.